Event description:
It was reported that the unit was difficult to load / unload the cot in the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. The device is currently pending evaluation and the model and serial number have not been provided yet.

Manufacturer narrative:
Section h codes have been updated. H3 other text : customer canceled request for service.

Event description:
It was reported that the unit was difficult to load / unload the cot in the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. The customer canceled their request for service and no device evaluation was performed.